Event description:
It was reported that inappropriate atp therapy due to oversensing of noise was noted on a remote transmission. Provocative tests and device manipulation did not reproduce the noise. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
External insulation abrasion was noted at 46.0-46.1cm from the distal tip, consistent with lead friction to the device can. The silicone insulation was intact at this location. External insulation abrasion was noted at 6.7-7.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observations of noise and inappropriate shock therapy.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.